Manufacturer narrative:
A further clinical review of the event details on (B)(6) 2015 has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR, while a partial deployment of an inferior vena cava filter required procedural improvisation by the medical professional, there was no patient injury or adverse patient outcome. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege that imaging demonstrated a tilted filter with two limbs extending beyond the ivc wall. The filter was successfully retrieved; however, a CT image taken after retrieval allegedly demonstrated a detached limb at the location of the previously implanted filter. No attempt was made to retrieve the limb. Based on the medical records, filter tilt, perforation of the ivc, and a detached limb can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Update: MDR classification; brand name; catalog #; PMA/510(k) #; type of reportable event. Remove: outcomes attributed to adverse event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Result: fracture problem (additional information). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient presented to the hospital due to an mva, sustained injuries included dramatic brain injury, multiple pelvic fractures, and a splenic laceration. Surgery was performed to attend to the splenic laceration. Approximate 10 days post mva a vena cava filter was deployed successfully inferior to the renal takeoffs in an upright position. The ivc measured 23.6 mm in diameter. Approximately 16 months post filter deployment during a scheduled filter retrieval procedure, guided fluoroscopy and a contrast injected vena cava gram demonstrated the filter to be tilted with the filter apex embedded in the ivc wall and two filter limbs perforating the ivc. No extravasation was identified in the ivc. No attempt was made to retrieve the filter. A subsequent CT scan was performed that confirmed the filter apex embedded in the ivc wall and two filter limbs perforating the ivc. No extravasation was demonstrated in the CT scan. Approximately two years post filter deployment the vena cava filter was retrieve successfully and without incident. No thrombus was identified in the ivc; no extravasation was demonstrated from the contrast injected vena cava gram. Guided fluoroscopy demonstrated one detached filter limb perforating the ivc and embedded in the ivc wall. A follow up CT scan confirmed the filter was retrieve successfully with a filter limb perforating the ivc wall within the anterior aspect of l4 of the lumbar spine. Per physician consult the decision was made to leave the detached limb in place as filter migration was unlikely. At that time there are no plans to retrieve the detached filter limb. The patient was hemodynamically stable and in good condition at the conclusion of the filter retrieval. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 18 months post vena cava filter deployment for protection of pe; during a scheduled filter retrieval procedure, guided fluoroscopy identified a tilted filter with the apex embedded in the ivc wall and two filter limbs perforating the ivc. A contrast injected vena cava gram performed did not demonstrate any extravasation in the ivc. No attempt was made to retrieve the vena cava filter at that time. A CT scan was performed that confirmed a tilted filter with two filter limbs perforating the ivc wall. Six months later the vena cava filter was retrieve successfully and without incident. Guided fluoroscopy demonstrated a detached filter limb perforating the ivc wall; however, no attempt was made to remove the detached limb. Patient was reported to be asymptomatic, further evaluation of the detached limb was made to leave the detached filter limb in place.